Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following with a1 patient identifiers for the following systems: cpla-0003451901- guide meter, system 1 - serial number ¿ (B)(4). Cpla-0003455066- guide meter, system 2 - serial number ¿ unknown.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 408 mg/dl (system 1) and 158 mg/dl (system 2). Measurement performed with the same blood drop and same strip lot. Customer used all test strips, meter will be returned for evaluation.